Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was asked when the device was explanted and the patient responded "(B)(6) and that's all we remember". The patient said the ins was given to a rep. The patient did not know why the lead was left implanted. The patient clarified that by the device not working meant they could not get it to charge no matter what they tried. The patient said the lead was too involved in scar tissue now. There were no circumstances that led to the lead issue. The doctor tried 2 units and still could not get it to charge. The patient said the lead was still in their body and it "stops what they were giving me to help relieve my pain". The patient said it had been 8-10 years since the issue happened. The lead was not allowing the pump to take care of their pain and the lead was the problem. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the pain stimulator hadn't worked, so it was removed a few months after it was implanted. The lead was left im planted and was causing problems for the patient. No further information was provided so follow up will be conducted to obtain additional information. No further complications were reported or anticipated.